Event description:
It was reported that the user¿s blood glucose rose to approximately 400 mg/dl and persistent occlusion alerts occurred on the ilet while using a contact detach steel infusion set; after a fingerstick confirmed hyperglycemia, the user changed the infusion supplies, the alerts ceased, and glucose trended down to 193 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem associated with insulin delivery that was resolved after the infusion set change, indicating a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.